Manufacturer narrative:
(B)(4). The device reported, list number 52034 is an abbott product that is marketed internationally which is the same or similar to a device, list number 52036, that is marketed domestically. Abbott nutrition standard procedure includes attempting to obtain all required information from the source.

Event description:
The complainant reported an under-delivery. The intended delivery was 320 ml over 10 hours; however, after 9.4 hours, approximately 150 ml of feed remained.